Event description:
It was reported that the user experienced hyperglycemia overnight while using the ilet and changed supplies twice, then later felt she was receiving no insulin; review of device reports showed insulin delivery had been stopped because the supply change was not completed and the cannula was not filled, resulting in approximately three hours without insulin, after which insulin delivery was resumed. Symptoms included hyperglycemia with a recorded blood glucose of 386 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and associated the event with an improper or incorrect procedure related to the tube/cannula priming step. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.